Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a scd response. The customer stated, a pt needed surgery after too much compression was put on the leg from this unit.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded. The facility bought this unit about a year ago. They had an incoming inspection/calibration check done and passed all tests. They have used this unit on many pts and have encountered no problems. This pt had undergone surgery and had this scd compression system on while in surgery. Immediately after surgery, she complained about her leg hurting. She was released after being checked and found to be good. Two days later, she had her follow-up with her surgeon. She complained about her leg still. One week later, she had to undergo surgery on her leg. This extent/type of surgery is unk. At this point, dr. Required to scd to be checked. This check looked good as well. The check was performed by (their internal co to check the equipment) and (an outside source). The report from outside source states that the unit cycles 45mmhg compression for 11 seconds. The system cycles 2 times per minute. Overpressure error occurrs when all tubes are kinked. Unit appears to operate correctly. The unit is registered to another facility.